Event description:
Lack of stability during placement. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.

Event description:
Lack of stability during placement.